Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-liners-unk, lot # unk, item # unk, hip-unknown-heads-unk, lot # unk, item # unk, hip-unknown-stems-unk, lot # unk.

Event description:
It was reported that a patient is scheduled for a revision surgery of a cup due to unknown reasons. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The device(s) involved in the event are competitor product. The initial report was forwarded in error and should be voided.